Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient¿s extension wires were eroding through the skin. Surgical intervention was undertaken wherein the extensions and ipg were explanted and replaced to address the issue. The ipg was relocated to the patient¿s right abdomen to avoid future erosion. Therapy was restored post-op.